Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the reason for call was to get MRI information. During the call the caller indicated that the patient had a revision. When asked for more information about the reason for the revision the caller read from an op note that indicated the patient had the ins replaced because of something with recharging and to place an ins that could retain energy longer. Troubleshooting was not required. The issue was not resolved through troubleshooting.